Event description:
A customer contacted beckman coulter, inc. (Bec) and reported a fluid leak from potassium (k) and chloride (cl) electrodes on unicel dxc 800 pro synchron clinical system. Msds was reviewed, and the facility has an exposure control plan. Medical attention was not sought and there was no effect to patient or user.

Manufacturer narrative:
The customer initially reported calcium (calc) reference noise/back to back and cl back to back calibration errors. Bec customer technical support (cts) assisted the customer with troubleshooting and found a leak. The customer stated that the issue started after replacing their k tip and both na electrode tips earlier that day. The cts advised the customer to stop the instrument and check to see if o-rings are in place, and the customer found that the o-rings were missing on k and cl electrodes. The customer replaced both o-rings, and the leaking issue was resolved. (B)(4).